Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee procedure approximately five (5) years and eight (8) months ago. Subsequently, it was noted that the torque wrench used to tighten down the pin/screw was missing from the rotating instrument kit. As a result, the surgeon used a ¿star screwdriver¿ to fix the pin instead. The reporter is alleging that because the screw/pin was not able to be inserted down correctly, this later resulted in a revision for screw loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause is attribute to user not following the proper surgical technique. Per zimmer biomet instrument care, cleaning, maintenance and sterilization instructions (page 7) instructs that upon receipt in the hospital, instrument sets should be inspected for completeness. It's the hospital responsibility to inspect for completeness and ensure the correct instruments are provided to the surgery. Per legal team's additional investigation, there was a swap of some trays in the hospital and no one notified the surgeon. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.